Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's health care provider determined that the site was infected. Her blood glucose levels were elevated. She could not remember her exact blood glucose level. When she inserted a sensor it felt like she was inserting a hotwire. It started burning on the inside. The site was red and it would ooze with a clear watery substance. The customer received either a lost sensor or sensor error alarm. The product was not returned. Nothing further to report.